Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the surgeon indicated that in the last (3rd) stroke of firing, it was very difficult to close the firing trigger and a clack sound was heard. He attempted to open the jaw of the device by pressing the release button and found that the jaw did not open. Another different device was applied to the bowel, distal to the first device. The bowel was removed together with the first device from the patient. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 07/31/2008. Information anticipated, but unavailable at this time.